Event description:
Customer reported the system is displaying a corrupted software error message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced that hard drive. System operates as intended. This MDR is related to ge healthcare complaint.